Manufacturer narrative:
(B)(4). The device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the right innominate vein. A 12.0 x40 75cm gladiator¿ balloon catheter was advanced for dilatation. However, the physician was unable to deliver appropriate pressure as the balloon was leaking. A visible pinhole was noted on the balloon material. Another balloon was used and completed the procedure. No patient complications were reported and the patient's status was fine.